Manufacturer narrative:
Pump was received with pump error 37 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 37 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found multiple pump error 43 alarms in the event date of 10-jan-2026 started from 07:22:41 to 17:08:53 during basal delivery. Pump error 37 alarm found in the pump history file/trace on (B)(6) 2026 at 10:08:59. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Pump error 37/43 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and customer alleged pump not working and received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported blood glucose value of 500 mg/dl. The customer treated blood glucose with manual injection. The event involved product(s) mmt-1884, mmt-242a, mmt-7040a and unk_reservoir. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The product mmt-1884 will be returned for analysis and the product(s) mmt-242a, mmt-7040a and unk_reservoir will not be returned for analysis.